Event description:
It was reported that balloon rupture occurred. The lesion was approach using a non boston scientific guidewire with sfa crossover. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery sfa. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon pcb was selected for use. During the procedure, the lesion was dilated with a coyote balloon catheter and used the pcb. However, the pcb balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another pcb. No patient complications were reported.